Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 13. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.